Event description:
It was reported by a surgeon that he performed a greenlight xps procedure on one of his pts who thirty-six hours post-op, after a successful trial of void (tov), presented with "flank pain". The pt was scanned and the catheter re-inserted; no improvements were seen. Upon further revision it was observed that the pt had a "bilateral hydro-nephritis". Reportedly, the pt's ureteric orifices were not lasered; pt had a challenging anatomy where he had a large intravesical median lobe. The surgeon believes that "due to an inflammation response post operatively the pt's ureters became obstructed". The pt was subsequently stented and stayed in the hospital for another ten days. The pt has been released and is now doing well where he will have his ureteric stents removed in 4-6 weeks. No further information was reported.